Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 06/02/2016 and 06/03/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient has a right knee scope done in 2013 to address patella clunk.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain and patella crepitus. Loosening of the tibial tray at the cement to implant interface. Depuy cement was used. During surgery, the surgeon noted that the femoral component was oversized.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the reported product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.